Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had small vessels in diameter. The pt was not an open surgical repair candidate. The physician implanted the stent graft system with successful final angiograms demonstrated, that there were no endoleaks present at that time. The pt was closed and sent to recovery; however within the next hour the pt was brought back into surgery, because they were unable to control the pt's blood pressure. An angiography was performed however; the physician was unable to determined the cause int he rise of the pts blood pressure. The pt was unstable at this time. The physician performed an exploratory laporatory. The physician located a small dissection at the bifurcation of the native aorta, which was being fed by a large number artery. The physician elected to remove the stent graft from the pt, converting to a conventional tube graft, because the physician would not be able to stop the lumbar artery from feeding the perforation. It was reported that prior to the implantation of the stent graft, dilators were used which caused the dissection of the artery. No additional sequelae were reported and the pt is in stable condition. The stent graft will not be returned to medtronic.

Manufacturer narrative:
Evaluation: inherent risk of procedure (dissection). Related to another drug/device (dilator caused the dissection). Evaluation: (device failure related to user handling (dilator caused the dissection).